Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. It was noted that the patient has a boston scientific right ventricular (rv) lead with a non-boston scientific subcutaneous coil implanted. Ts reviewed the daily threshold and impedance measurements trend report and determined an abrupt increase in shock impedances from 40 to 140 ohms. Ts discussed suspected cause and provided programming recommendations. At this time, no adverse patient effects were reported. This rv lead and non-boston scientific subcutaneous coil remain in service. Additional information was received that reported technical services (ts) was contacted for further review of the stored electrogram (egm) due to the high out of range shock impedances on the rv lead. Ts reviewed the egm and noted noise on the shock channel. Ts discussed possible causes and recommended for the lead to be further evaluated through isometrics and possibly xray imaging. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. It was noted that the patient has a boston scientific right ventricular (rv) lead with a non-boston scientific subcutaneous coil implanted. Ts reviewed the daily threshold and impedance measurements trend report and determined an abrupt increase in shock impedances from 40 to 140 ohms. Ts discussed suspected cause and provided programming recommendations. At this time, no adverse patient effects were reported. This rv lead and non-boston scientific subcutaneous coil remain in service.